Event description:
It was reported that the procedure was cancelled. A 1.25mm rotablator plus was selected for use. During preparation, outside the patient, it was noted that rotawire was unable to be advanced, resulting in failure to perform the procedure. There were no patient complications.